Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident, and was 200 mg/dl prior to call. The customer was assisted with troubleshooting and declined for high blood glucose. The customer also reported that the insulin pump alarmed insulin flow blocked. The customer performed troubleshooting and confirmed that the insulin did exit during prime. Customer will not return device for analysis.